Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when removing a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm), the needle hub separated into the shield. It was also reported that the scale markings on one device was smeared. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: customer returned (2) loose 1/2cc syringes. Customer states that the hub separated into the shield and the scale markings were smeared. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. Also, one sample exhibited smeared scale markings on the barrel. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates and possible root cause for smudged scale markings is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated to address such issues at this time. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe (B)(4) investigation results: on 14nov2017, (B)(4) received two (2) loose 0.5ml syringes from reported lot# 7016809. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that both samples exhibited a hub assembly (cannula, hub, shield) separation from the remainder of the syringe (barrel, plunger rod, stopper and cap). No damage was noted to the hub core or the barrel tips when visualized under 4x magnification. Additionally, one sample was found to have over print numerical values for the scale markings. However, these do not represent a deviation from specification and would have been found acceptable if noted during production of this batch. Device history record review: a review of the device history record was completed for batch# 7016809. All inspections and challenges were performed per the applicable operations qc specifications. CAPA (B)(4) was initiated by the (B)(4) plant to address hub separates and their associated root cause(s). CAPA (B)(4) was initiated by the (B)(4) plant to address print related defects and their associated root cause(s). No additional actions at this time.